Event description:
It was reported that the doctor reamed until 59, trialed at 60, opened 60 acetabular cup and claimed that the implant was not the same size as trial. Additionally, it was reported that the implant felt too small, and the surgeon implanted 62.